Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having many issues and the paramedics has been called out multiple times. The doctor also mentioned that the customer has some irritation. Informed the doctor to have customer give us a call to troubleshoot the device. No further information was provided.